Manufacturer narrative:
Concomitant medical product: product ID 977c265 lot# serial# (B)(4) implanted: explanted: other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4) ubd: 07-apr-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was issues with the stimulation. Pt reported their leads were 'burning out'. Pt said they were getting 'settings not available' message several months ago. Pt said their leads were 'dying out'. Pt said they thought 5 of them burnt out. They turned them off. Pt saw the rep several times. They disabled group a. Now pt only had group b available. Pt had no falls after the implant procedure. Pt noticed in the last few days the stimulation sometimes worked and sometimes it did not. Pt had 2 days that it did not work at all. Next day the stim came on for a couple of seconds and then stopped for maybe 30min-1 hr. Or something. Pt said they set up stim so that it ran for 15 min in l5. When stim came back on it used to be a gradual turn on, an 'easy one'. Now in the last few days when stim came back on pt felt it like almost a 'sharp turn on'. The sharp feeling only lasted for a short period of tim e. Yesterday, it worked perfectly all day but today not so much again. Pt already tried changing settings. Caller called back stating at least 5 months ago the pt started having issues with the leads burning (caller verified the leads were not burning for they were malfunctioning and lost contact to 4 or 6 of the leads).  When the pt would adjust their therapy by turning it up they got a message that said cannot support then get no stimulation.  When they would go in or reprogramming the rep would shut it off and say the lead on the right side was adjusted to 7 and 9 to accommodate the pt. They would get the programming changed for the leads "burned out" caller said it was explained the leads were dead so they had to bypass the leads and came to the conclusion the leads would be replaced sooner or later. Caller said when the pt called earlier they were told to call the doctor for reprogramming but the  family doctor said they had no dealings with it. Caller said where should they to go if the ins needed to be reprogrammed since it had quit and lost communication. Caller said when the pt would go to adjust therapy starting out on 5 they got there's a problem with the leads acting up "burning out" putting strain on it. When this happened last time they tried to save the leads since they malfunction s o they turned on the ability after 30 minutes of stimulation being on it would go off for 5 minutes. On friday they noticed it was not feeling right and it did not give message or anything. Additional information received from a manufacturer representative (rep). It was reported the patient had an appointment with their manufacturer representative to better capture their pain location and stim groups. Routine impedance check showed avoid use for contacts 10 and 12. All others were in normal range. The contacts were not in use in any of the patient programs and the patient was successfully reprogrammed.

Manufacturer narrative:
Continuation of d10: product ID 977c265 serial# (B)(6): product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.